Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation was not completed by the distributor ((B)(4)), and the malfunction as reported was not confirmed. No further investigation is required. Complaint information provided by (B)(4). Device not returned to distributor.

Event description:
It was reported during an unknown patient procedure that the impactor broke. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.